Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7268505.

Event description:
It was reported that during the lead pull of the trial leads, one lead became stuck and broke off inside the patient. The physician advised the patient to go to the emergency room (ER) after an x-ray revealed that the broken lead portion was not easily retrievable. The patient subsequently underwent an explant procedure. The patient was doing well. The leads were not returned due to facility policy.